Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting the lung tissue during a laparoscopic video assisted thoracoscopic lobectomy, the surgeon was able to press the green button, but could not squeeze the handle. They used another device to complete the case. There was no patient injury.